Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer's blood glucose at the time of incident was 29 mg/dl, and at the time of call, blood glucose was 260 mg/dl. The customer stated that the drive support cap was normal. The customer was treated high blood glucose with orange juice, donut, regular coke. Emergency medical technician where also dispatched. The insulin pump will not be returned for analysis.